Event description:
It was reported that a tpn bag emptied 6 hours early. The event happened on the progressive care unit. There were three alaris pump modules to the left of the alaris pc unit with channel a running the tpn infusion. The reported bag volume for the tpn was 200ml. The tpn infusion was started in 2009 at an unspecified time. The nurse noted the bag was empty between 11:00am and 12:00pm in the next day, and could not account for 488ml of the tpn. Due to this, the physician was called and lasix was ordered for the patient. The patient did not experience any adverse effect. Channel a: tpn was infusing at 79ml/hr. Channel b: lipids infusing at 20ml/hr, channel c: ns with 10meq kcl infusing at 10ml/hr and alaris pca module was idle at the right of the pcu. Though requested, no additional information was available.

Manufacturer narrative:
Review of the event log did show a primary infusion with a rate of 79ml/hr and vtbi of 2000 ml that started at 7:50pm in 2009 and ended in the next day at 10:43am, running for 14 hours and 53 minutes. With a reported starting volume of 1900.4762 ml from the label on the tpn bag returned and a rate of 79 ml/hr, this infusion should have lasted approximately 24 hours. Total volume infused since the event day at 7:50 pm was 1174.563 ml. This infusion should have left a residual volume of 725.9132 ml. Customer advocacy was not able to account for why the bag was reportedly empty approximately 10 hours early. Examination of the customer supplied administration set did not show any signs of spillage and functional testing revealed no signs of leakage from the set. Functional testing of the alaris pump module (rate accuracy test) found it to be within specification using both the customer supplied administration set and using a test administration set. A query was run in the sap database system and no quality notifications were found on this device. The root cause of the customer's experience was not determined. Testing and inspection of the device found no issues that would have contributed to the reported over infusion condition.